Manufacturer narrative:
Submit date: 07/26/2016. A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number that was provided was invalid. Two decontaminated samples outside original package or lot number (of the two received, it was not indicated which was for this particular complaint as two complaints were referenced) and the reported issue was confirmed; the samples present a tear along the handle. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 04/27/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with a lite glove. The customer reported the 521304 cover, light hndl flex were splitting.